Event description:
In 87, pt underwent a third revision of right total hip, placing a zimmer hgp shell and liner, bias femoral stem and a femoral head. Mid 1995, pt began complaining of "snapping" in the right hip and fluroscopy revealed dislocation of the hip with adduction. A couple months late, pt underwent revision of the right hip where the acetabular liner and femoral stem were replaced, using a new, unidentified zimmer acetabular liner and a richards femoral stem.